Event description:
In 2002, the cryopreserved aortic valve and condult in question was implanted into a patient of unknown medical history. The implanting surgeon reported that the valve possessed larger than usual amounts of plaque, proturding plaque, and "severely calcified coronaries". Which required the surgeon to modify his implantation procedure to accommodate the patient's coronary ostia.